Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient was asleep and the wife could not wake him. The behavior of the display device at that moment was not described. Paramedics arrived, the bg was 35 mg/dl and he was given sugar IV. The patient recovered after treatment. The patient reportedly mentioned when he got the chance to check his phone, he got a report that there was a temporary issue and was prompted to wait up to three hours. At the time of contact, it was indicated that the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional patient or event information is available.